Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to anchor dislocation. Two anchors pulled out, one on fixation check and the other upon suture tie down on the same patient side. The procedure was eventually successful with anchors and a graft implantation. It was noted this was the physician's first implant. The company representative noted the surgeon did not need to pull on anchor for counter traction while pushing the knot. The surgeon palpated and felt the anchor was fully inserted into the ligament.